Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedure with the home patient.

Event description:
A home patient reported a check patient line alarm during priming. Per the home patient, a new cassette was obtained and the used supply bags were respiked. No patient injury or medical intervention was associated with this report per the home patient.